Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 145, 166, 239 141 and 189 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 154 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is less than one month. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 145, 166, 239 141 and 189 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 154 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is less than one month. The meter memory was reviewed for previous test result history (date/time not set): result 1:145mg/dl date:(B)(6) 2018 time:6:39 am fasting. Result 2:166mg/dl date:(B)(6) 2017 time:11:31 am fasting. Result 3:239mg/dl date:(B)(6) 2017 time:12:04 pm fasting. Result 4:141mg/dl date:(B)(6) 2017 time:9:43 pm fasting. Result 5:189mg/dl date:(B)(6) 2017 time:2:23 pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01556147 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.